Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited cable poor image quality, water invasion in the cable and imaging. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for water invasion in the imaging was possible that some form of stress such as damage or deterioration of components during handling compromised the watertight integrity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.